Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 87 mg/dl. Customer stated a temp basal was not programmed before the unexpected restart alarm. Customer stated that the alarm occurred shortly after inserting a new battery. Customer was advised to monitor pump and helped patient to retrieved settings from his current pump and program his backup pump for patient trip.